Manufacturer narrative:
It was reported that the unit displayed "belt slip" error message. A getinge field service technician (fst) was onsite and investigated the unit in question. The technician troubleshooted the device and found a defective optical tacho board. The fst replaced the defective optical tacho board. After that the system was checked according to factory¿s specification and all tests passed. The device was put back into clinical use. The defective part was not available for further investigation. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.11.6 adjustment of tpm (twin pump module) optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Device was manufactured in 2013-11-04. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. Thus the reported failure could be confirmed but the product was functioning as intended. As an action the getinge sales and service will be informed to follow the instructions in the service manual. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of (B)(6) 2013 to (B)(6) 2021. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 roller pump displayed the error message: "belt slip". Pump stopped. No patient involvement reported. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 roller pump displayed the error message: "belt slip". Pump stopped. No patient involvement reported. A getinge field service technician (fst) will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 roller pump displayed the error message: "belt slip". Pump stopped. No patient involvement reported. Reference number: (B)(4).